Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: email.

Event description:
Reported 1 false negative sars result for one symptomatic patient. The customer communicated the result was confirmed positive by molecular (pcr testing). The patient was a female with sore throat and body aches for 4 days.

Event description:
Reported 1 false negative sars result for one symptomatic patient. The customer communicated the result was confirmed positve by molecular (pcr testing). The patient was a female with sore throat and body aches for 4 days.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email. Corrections: removed lot number from d.4, removed codes 11 and 4106 from h.6 and added code 4110, and corrected manufacturer narrative h.10.